Event description:
It was reported that during the implant procedure, there was a high voltage coil impedance after hooking up the device but before implanting into the patient. The dr thought this was part of the sensing issues he's had in the past and wanted a new device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.